Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the bisector blade was outside the cannula and got stuck over the bisector two prongs when the physician's assistant "p.a." Was cutting the branches. The p.a. Could not release the toggle switch to get the blade out from the branch. The p.a. Wiggled the bisector and managed to get the blade out. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: the visual inspection showed that the blade of the bisector was hooked over to one side of one of the bisector electrode's. The reported failure was confirmed. It is also worth noting that the blade tip is wedged so firmly up against the bisector elements that it cannot be dislodged with the slider on the bisector handle. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4).